Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged fiberloop®, ar-7234c-1, batch 15296119, was received for investigation. Visual inspection noted that the wire loop was fractured. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to partial misalignment or twisting of the loop during passage can raise local stress and lead to failure. Additionally, possible variation in loop positioning or tension during the pass. The complaint allegation is confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the biceps tendosis surgery that the thin wire loop that attaches to the c-curved-needle on the fiberloop broke while the surgeon was making a pass through the biceps tendon. The surgeon described it as a regular pass without excessive force. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another needle (part number: 3180, free needle, lot 467367). It was not necessary to switch the surgical technique or do a second surgery.